Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres for 10 seconds, the balloon ruptured. It was then removed and completed the procedure with a different device. There were no patient complications reported and the patient condition was good.